Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. During the procedure, the peg tube detached inside the stoma site. They were able to retrieve the tube. The procedure was complete a new endovive safety peg kit push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.